Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the malfunction code due to not having access to charging supplies at the time of the call. They planned to call back once they returned home with the necessary supplies, and it was also noted to verify the pump's serial number during the follow-up call.